Event description:
It was reported that when using the bd pyxis¿ medbank mini, user reported that cabinet was not syncing. User applied the code, but the drawer did not open. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not synchronizing. A technical support specialist (tss) checked myqlink and found that it was not up to date with its sync, although the remote service was accessible. The customer stated that user had been given a code, but the drawer did not open. Based on the customer explanation, it appeared that user needed to log out and log back in. After doing so, the customer was able to retrieve the medication. The system functioned as intended after the technical support specialist assessed the device.